Manufacturer narrative:
A field services engineer (fse) was dispatched to further investigate the reported complaint. Due to the failure of the first three scopes, the endoscope controller (ec) was replaced.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced a calibration failed" error when connecting endoscopes to the endoscope controller (ec). Three different scopes were tested. The customer had checked and cleaned the endoscope connectors and ec sockets, and had also restarted the system, but the problem persisted. The system logs indicated a connection error. The customer subsequently reported that after multiple reconnections, the endoscope functioned correctly and was usable. The customer reported event has no report of patient injury.